Event description:
Voluntary medwatch report received reported that the right ventricular lead exhibited oversensing of noise. Programming changes were made. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5152371.